Manufacturer narrative:
Although this would not be considered a reportable event, we became aware that this event was reported to pmda. We believe it provides FDA be made aware of this event as well. Additional associated mdrs: MDR number: part number: 3025141-2013-00126, unknown 3025141-2013-00146, col-3140-s; 3025141-2013-00147, col-3140-s; 3025141-2013-00148, col-3140-s; 3025141-2013-00149, col-3140-s; 3025141-2013-00150, col-3140-s; 3025141-2013-00151, col-3140-s; 3025141-2013-00152, col-3140-s; 3025141-2013-00153, col-3140-s.

Event description:
There was a crack in axis direction on the radius during locking bone screw insertion.